Manufacturer narrative:
H3: analysis of the [controller], model [97745], s/n (B)(6), revealed replaced main board due to corrosion/liquid damage causing charging /connection issues. Replaced front case due to broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt)  regarding an external device. The reason for call was patient reported that their controller was not working at all and the issue began about two months ago. Patient stated that they met with a manufacturers representative (rep) asked/unknown and their healthcare provider to determine that they needed a new controller because the controller was dead and they had no way of charging their device or controlling their device. Patient noted that the controller completely died and wouldn't charge or respond to anything. Patient plugged the controller into the ac power supply cord and there was no indicator that the controller was charging with the green light flashing. Patient said that they charged the controller for days to see if the controller would finally come back to life but wouldn't. Patient mentioned when the rep looked at the controller, the representative said that the unit was defective and needed to be replaced. Patient did not have their controller with them at the time of the call but mentioned they only had the ac power supply, recharger and belt. Patient mentioned they might've left their controller at their hcp 's office. Agent advised the patient to contact their healthcare providers office to see whether they can retrieve their controller and to call patient services back to further troubleshoot. Pt called back with equipment and states unit is completely dead. Agent did not gather all the same information as this has been documented already. Pt states spoke to a rep  who advised to call and get replacement remote. Agent attempted to troubleshoot and after reset controller would not power on to wall without battery and did not turn on with lith battery in. Pt states the rep already troubleshooted in person. Pt states rep said corrosion in charging port. A replacement controller was sent out. Patient called into patient services stating that they received a controller and replacement ac power supply, but they still are not able to charge their implant, as the second they unplug the controller from the ac power supply cord, the controller dies. Patient stated they charged the controller for 12 hours and the second they unplug the controller the screen goes black, but the controller does turn on when aa batteries are inserted. Agent walked patient through removing the battery and plugging the controller into the ac power supply. Patient confirmed there is a green light on the ac power, and the screen will state medtronic, then show the set up for implant screen. When the battery is reinserted, the controller screen does not change, and there is no green flashing light. The issue was not resolved. Patient stated they have now been two months without their stimulation. A replacement battery pack was sent out. Patient called back in asking for tracking information for the li battery pack shipment. Agent provided tracking number and reviewed delivery with the patient. Patient asked about the set up process of the controller upon receiving the battery. Agent reviewed pairing screens with the patient. Patient commented that their rep told them the equipment was 'plug and play' and that all their settings should still be the same. Agent reviewed settings storage with patient. Patient repeated that their rep told them their controller was 'shot' and that they needed a replacement. Patient repeated that they have been without stimulation for two months. Pt called back stating that it still was not working. Pt said that they were sent a new controller, however the controller only worked when it was plugged into the ac power supply, so they were then sent a new battery pack. Pt said that now the controller worked and was fully charged. Pt said that the issue was that they kept seeing no device found when trying to recharge the ins, even after trying to recharge the ins a dozen times. Agent had the pt initiate an ins recharging session. Pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the middle number as 100 on the trying to recharge screen. Pt saw the controller light flashing green. Agent reviewed passive recharge mode with the pt. Pt needed to go into a work meeting, so pt said that they would continue in passive recharge and call ps back if further assistance is needed.